Event description:
The device was used during a laparoscopic gastric banding. Reportedly, after loading, the stapler would not fire. Another device was used to finish the procedure. No pt injury was reported.